Manufacturer narrative:
Other relevant device(s) are: product ID: 9735699, version #: (B)(4). Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they removed the stereotatic frame and 2nd 3d acquisition performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a electrode and probe placement procedure. It was reported that after the 1st imaging 3d acquisition, the patient orientation was not set properly on the imaging system, therefore, the image had been flipped on the navigation system (upside down and right-left). However, the coordinates of the entry points on the patient anatomy didn't match. Troubleshooting included doing a 2nd imaging 3d acquisition performed with the right orientation, the stereotactic coordinates did match with patient anatomy. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software analysis was completed and found that when the imaging system 3d acquisition were performed with the right orientation, the stereotactic coordinates did match with patient anatomy. The software seems to be working as designed. If information is provided in the future, a supplemental report will be issued.